Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirm e70 error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and noanomaly was noted. No cosmetic damage noted.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.